Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region # 19 it was verified its non osseointegration. The implant presented no primary stability and patient presented low bone quality (bone type IV).